Event description:
It was reported that during a lap myomectomy, an error sounded (the error code was unknown) in about 2 hours, but there was no anomaly when the device was checked outside the patient, so it kept being activated for 5 minutes after the error. An error sounded again (the error code was unknown) when the surgeon intended to use the device to stop bleeding after almost all myomas were removed. The device was removed from the patient, and then it was found that the blade was broken off. Since the surgeon thought it would be hard to find the broken piece endoscopically, the operation was converted to open. The missing piece was not found out soon, so the patient was x-rayed. It was found around the douglas's pouch and retrieved. No pieces were left inside the patient. The surgeon commented that the device had not contacted with metal. . One device will be returning.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent additional information: affiliate provided additional information: clarification on event: after the initial error sound and unknown error code that occured in about 2 hours, the device was confirmed visually outside the patient before being used again. Does (B)(4) hospital reuse the ace36j devices - meaning that the device was used on one patient in one procedure, then the device was cleaned and re-sterilized and then used on another patient in another procedure? No. The device was single-use. What troubleshooting steps were taken when the system alarmed and displayed an error code? First, the doctor pushed "standby mode." And then the device was removed outside the patient, the device was confirmed visually. Was a uterine manipulator used? Now we have no detailed information. What other instruments/devices were used in this procedure? Probe plus ii, clamp. Regarding this information "when the surgeon intended to use the device to stop bleeding after almost all myomas were removed." How was the bleeding controlled if the ace36j was not available? First, we heard that "when the surgeon intended to use the device to stop bleeding after almost all myomas were removed." When we confirmed operation dvd-rom, the blade was broken off after enucleating small myoma. Please check the operation dvd-rom (time 1:03:00). Regarding the convert to open: was a trocar site slightly enlarged or was a new, large incision made? Now we have no detailed information. Was the convert to open a direct result of the blade tip breaking and needing to retrieve?yes. What is the patient's current condition? Good condition. There was no device for analysis. Only a report that included photographs was returned. The report shows 7 different pictures of the device, label fig 1 to fig 8. Fig. 1 shows the device, with the distal tip of the blade broken off. Fig 2, 3 and 4 are close ups of the clamp arm area. Body fluids can be observed inside the shaft of the device. The remaining blade shape is similar to a broken blade. The tissue pad of the device does not have indication of over burn, or marks of a foreign metallic object on it. Fig 5 and 6 shows a close up of the blade. The blade appears to have a few marks that could be indication of metal to metal contact with another object. Fig 7 and 8 are close ups of the break area of the blade. On figure 8, a red arrow shows an area of heavy damage, which could have caused the blade to break. Based on the returned pictures, no anomalies were found with the handle of the device. The shaft has not apparent damage, and the tissue pad had no apparent damage. The blade of the device was observed to be broken off. The blade had a mark on the area of the brake, which could have caused the blade to crack, and further break. No functional testing was performed since no device was returned for analysis. A review of the dvd returned shows that the sotrz device contacted the ace36j device during activation. The instructions for use warn against contact with metal or plastic during activation, the result of which would be blade damaged, including breakage. Although no functional testing can be performed, due to the condition of the blade, the generator would have returned an error code 5. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(6). Additional information: the device was received with the blade broken off and present. During functional testing on a generator the device gave an error code 5. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The location of the break is inside the tube proximal to the tissue pad. The blade broke off due to contact with metal.